Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial approach. An 18x2.5mm, 80% stenosed, non-calcified, non-tortuous, concentric denovo target lesion was located in a left anterior descending artery. Predilation was performed using a 2.0x20mm apex balloon catheter. A 2.50x20mm omega stent was advanced without resistance. Before reaching the target lesion it was noticed that the stent dislodged from the stent delivery system. The dislodged stent was removed with the guide catheter. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.